Event description:
Information was received regarding a consumer receiving dilaudid [unknown concentration] at a rate of 9.538 mg/day via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient saw the healthcare provider (hcp) on (B)(6) 2016 and told them that they think they might have compromised the system. The patient fell a couple times in (B)(6) 2016 and noted being in the hospital twice because of the pump. The pump started malfunctioning in the 3rd week of (B)(6). The patient was still trying to find a physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the pump was working great and once the physician put the new one in the patient had no complaints whatsoever., but on (B)(6) 2016 the pain started coming back and with a "grudge" and wound up going to the ER at an unspecified date. The patient had to be given oral pain medications and was told to see their pain manager as soon as possible when they left the ER. They kept the patient for a while but made sure they were filled with dilaudid before they left. They couldn't really say what caused the pump to malfunction and their appointment wasn't until february 17th with their physician. The pump wasn't working at all and the patient never experienced any pain relief at all.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.